Manufacturer narrative:
The hospital's pharmacy observed a damaged peel foil, a sterile barrier, prior to use. The review of manufacturing history showed no abnormalities or deviations from the validated manufacturing process from the main batch 221225. No abnormalities were found on the peel foil or seal seam of retained samples of the same batch. The product was not used on a patient.

Event description:
The hospital's pharmacy observed a damaged peel foil, a sterile barrier, prior to use.